Manufacturer narrative:
Initial reporter name and address - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.